Manufacturer narrative:
(B)(4). Evaluation, results: other (needle). Evaluation summary: during evaluation the needle deployed as expected when the catheter was held straight. When the catheter was coiled the needle deployed with resistance and did not retract all the way into the needle housing. Approximately 1mm remained exposed. The needle assembly was removed from the device and was not observed to be damaged and did not have any irregularities. After cleaning the needle assembly, the needle was reinserted back into the device, the needle was set to its as-manufactured position. While holding the device straight, the needle was able to be deployed and fully retracted. However, when the shaft was coiled, the needle would not fully retract (~ 1mm exposed) after it was deployed. The distal shaft material was cut away to expose the needle housing. The needle housing was removed and examined, no issues were found. The distal shaft assembly was cut off ~ 13mm from the distal end of the inner shaft. This procedure was an attempt to examine the inner components. After further examination of these components it was determined that the malfunction is related to the device as the proximal end of the polyimide sleeve was delaminated, punctured and constricted. It is believed that the polyimide sleeve is accidentally inserted too far into the inner shaft, the proximal end of the polyimide sleeve can become constricted and damaged at the proximal end.

Event description:
A pioneer catheter was selected for use in a patient for the endovascular treatment of an sfa occlusion. Vessel morphology was unknown. It was reported that the catheter was successfully used in the procedure. After removal from the patient, the needle seemed to be protruding/extending about 1 mm from the distal end of the catheter and that there appeared to be disengagement between the needle action and the handle. There was no impact on the patient and the patient is fine. The catheter was returned and its evaluation has been completed.